Event description:
It was claimed by the customer that the backrest moved without any command given. Allegedly, the backrest was slowly going down on its own after was being raised. The bed was in use by a patient. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
The arjo technicians during an on-site visit confirmed that the bed was slowly going down on its own. During the visit the patient was lying on the bed and could not be transferred on other device. After consultation with customer it was decided to replaced: the backrest actuator, the control box and the handset. The bed was tested and worked as intended. Based on the collected information its seems most likely that the electrical failure of these parts occurred. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications as the backrest moved without any command given. The bed was in use at that time. The complaint decided to be reportable due to unintended bed movement reported. No injury was reported.